Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-7000-14, drill, 2.75 mm, 0.066'' cannulation, the long 2.75 mm cannulated drill tip shattered in fragments inside patient after inserting guide wires. This was detected during use in a congruent-arc latarjet procedure using the glenoid bone loss set with 3.75 mm cannulated screws on (B)(6) 2025. The procedure was completed successfully as x-rays were called in to identify and remove fragments of device inside the patient, and an alternative 2.75mm cannulated screw used in place. 2 fragments unable to be retrieved in patient, but surgeons' clinical judgement was to leave as it is inside the bone and won't cause any issues with the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of a damaged ar-7000-14 drill, batch 022516, in which the distal tip appears fractured. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported failure. The most likely cause is attributed to off-axis engagement and prying or leveraging of the device with excessive force during drilling, resulting in mechanical overstress and tip fracture.